Event description:
Caller reported a cartridge alarm 20 during the load process of an insulin pump. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. Although cts assisted the caller in loading a new cartridge using the proper technique, the cartridge alarm recurred, preventing the customer from resuming insulin therapy. Consequently, cts decided to replace the pump, and the caller expressed interest in obtaining an out-of-warranty loaner pump. Reportedly, the customer would reach out to their healthcare provider to obtain a backup method of insulin therapy.